Manufacturer narrative:
Console is not returning for evaluation. The thermogard error message was cleared by the zoll clinical educator once the air was removed from airtrap after re-priming. No further testing was required. The thermogard is working as intended for use.

Event description:
After 5 hours of catheterization, the thermogard system exhibited an air trap alarm error. No leak was observed on the suk airtrap. The customer replaced the thermogard console and continued patient treatment. After completing patient treatment, the defective thermogard console was evaluated and an air bubble was noted in the airtrap. Re-priming was performed and retested with the original suk. The console performed without any further errors. No impact or patient consequence was reported.